Manufacturer narrative:
Based on the details in the complaint report and analysis of the returned device, the root cause of the "possible perforation" fault appears to have been the device correctly detecting a uterine perforation, which is a known complication of endometrial ablation.

Manufacturer narrative:
Physician stated that he did not believe the perforation was device-related, and that perforation is a known complication of endometrial ablation. A follow-up report will be filed when the device is returned and the investigation can be completed.

Event description:
A patient with a uterine sound length of 8.5 cm and uterine cavity length of 4.5 cm was treated with the cerene cryotherapy device. The device was inserted into the patient, after which the doctor set the device to the cavity length and confirmed placement of the device at the fundus. After attempting to inflate, the device displayed "possible perforation." The device was removed, and the physician decided to use a second device with the same lot number. Upon insertion, the physician noted that the device passed far enough that the sheath marking showing at the external os was 12 cm. The physician removed the device and performed hysteroscopy. Cavity visualization was not achieved, as the physician was unable to maintain fluid pressure, indicating a perforation. The patient was kept for observation for a few hours post-procedure and sent home with antibiotics expectantly. Follow-up with the patient at home several hours later indicated that she was doing fine. The patient returned to the office four days later and was reported to be doing fine.